Event description:
It was reported that the patient presented for a follow-up. Upon review, it was discovered that the right atrial lead (ra) was times to match the right ventricular signal. A chest x-ray was performed, and it showed the ra lead had dropped into the right ventricle. The ra was pacing capturing rv tissue. The lead was explanted and replaced. The patient was in stable condition.